Manufacturer narrative:
The reported even for intermittent charging was not confirmed. At receipt the ipg successfully communicate with lab utilities, accepted charge and was fully charged within specifications. It also passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2020 wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has difficulty charging their scs ipg using external devices. X-rays were taken and no anomalies were identified. The device is still providing therapy, but the patient may undergo surgical intervention to resolve the issue.